Manufacturer narrative:
The device was returned to tyco another country for evaluation. The device was found to have a liquid oxygen leak at the quick connect and the relief/economizer valve. The components were replaced. The device was re-evaluated and found to be operating within specification. The failed components are being returned to the manufacturer for investigation. Operating instructions warn: "do no touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold ( -297 degrees fahrenheit/ -183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Additionally, "using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure. If a major oxygen leak form the reservoir fill connector occurs when you disengage the portable unit (that is, a steady stream of liquid oxygen), stay away from the unit and immediately notify your oxygen supplier."

Event description:
Tyco another country reproted: 1) a customer reported a liquid oxygen leak after filling an h36 liquid oxygen reservoir. 2) no injury occurred as a result of this incident.